Manufacturer narrative:
Patient information: no further information was provided. Service inspected the analyzer and observed both the reagent 1 syringe and trigger valves were leaking. Service replaced the valve manifold kit (rohs) part number 7-77612-03 and syringe assy (rohs) part number 7-77650-06 which resolved the issue. The service history of the analyzer identified no contributing factors and no subsequent issues since the parts were replaced. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with discrepant results. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for valve manifold kit (rohs) and syringe assy (rohs) identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer obtained a (B)(6) architect hiv ag/ab combo result while using the architect i2000sr analyzer. Sample ID (B)(6) generated (B)(6). The sample was retested on a second architect and generated a (B)(6) result of (B)(6). Following repairs on the analyzer the sample generated a result of (B)(6) on the original architect. No impact to patient management was reported.